Event description:
It was reported that during a laparoscopic cholecystectomy. The clips would not hold after placing. The surgeon removed them with a grasper. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.